Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Due to insufficient author contact information, no additional information request is possible at this time. If further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: sci rep. 2026 jan 21;16(1):2645. Abstract. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: evaluation of tensile strength and knot security of commonly used sutures in commonly consumed beverages, an in-vitro study. Sci rep. 2026 jan 21;16(1):2645. Doi: 10.1038/s41598-025-31854-w. Pmid: 41565672; pmcid: pmc12824219. This study investigated the influence of suture material and environmental factors on these parameters. They compared four suture types: polyglactin 910 (pg), polypropylene (pp), silk (sk) and polytetrafluoroethylene (ptfe). Tensile strength was assessed initially and during two weeks of immersion in various media (saliva, tea, coffee and cola). Knot security, specifically knot slippage and breakage, was evaluated across the different suture materials and media. Reported complications include the incidence of knot slippage at day 7 and day 14 is significantly higher compared to baseline in cola by pp. In conclusion, these findings underscore the importance of careful suture selection based on specific clinical requirements.